Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. No data was provided for evaluation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed voltage test and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The root cause could not be determined.